Manufacturer narrative:
(B)(4). A leak is a known cause of this type of alarm. The cause of the leak was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two on the homechoice (hc) device. The home patient (hp) was connected at the time of the event. The hp indicated that there was a leak between the cassette line and a supply bag. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.